Event description:
It was reported that an ilet device displayed a small crack on the screen, with the user unsure of the cause, while the device continued to function and blood glucose remained in range. Symptoms included no reported adverse clinical effects. Outcomes included no interruption of therapy and no medical intervention or hospitalization. Investigation included customer interview and troubleshooting with education regarding replacement implications and learning period restart. Investigation of this case revealed a cracked display consistent with physical damage, with no functional impact on glucose control reported. It was concluded that the device exhibited cosmetic or minor hardware damage without patient injury and that continued use was acceptable per user decision pending potential future replacement.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.